Manufacturer narrative:
The field event that the stylet could not be fully inserted into the lead was confirmed, and due to damage sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the stylet could not be fully inserted into the lead. Blood was seen in the lumen of the lead where the stylet would be inserted. The lead was successfully replaced and the patient was stable post-procedure.